Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device was unable to defibrillate via electrode pads. A second attempt was made, and the device failed to charge energy. The user installed a new battery into the device and the device was unable to charge energy. Compainant indicated that there was a smell in the room of a "smoky nature." Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the device was removed from service and tested by the facility's biomed dept and the malfunction was not duplicated.